Event description:
Additional information obtained identifies the intended procedure was a therapeutic laparoscopy. The patient was under anesthesia when the reported issue was identified. The doctor decided to postpone the procedure to the following week. The current status of the patient is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (identified within b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the defective charged coupled device could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted their olympus field service engineer (fse) regarding an image problem with the hd autoclavable camera head (subject device). The customer had inspected the equipment before use, which was when the issue was identified, so the intended procedure was postponed. The fse visited the site the following day and found the camera head was not responding; there was no image when it was connected with the processor (otv-s190). There was no patient or user harm reported. Additional details have been requested regarding the reported event, including whether there was any patient impact.

Manufacturer narrative:
The subject device was returned to an olympus service center for further evaluation. During inspection and testing, the customer's report was confirmed. There was no image due to charge-coupled device (ccd) unit damage. The investigation is in progress. Once the investigation is complete, or if additional information is received, this report will be supplemented accordingly.